Event description:
Consumer states she was sleeping with a heating pad and awoke to find a 3rd degree burn to her right breast. On (B)(6) 2010, after being advised by her attorney to test the heating pad, she rec'd another burn to her left breast.

Manufacturer narrative:
Consumer is a diabetic and was laying on the pad, using narcotics and fell asleep while using the heating pad, all of which are violations of the instructions and warnings provided. This incident is a direct result of misuse/abuse of the product.